Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced endogenous bacterial peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was not reported. Two days after the event onset, the patient was hospitalized and was treated with unspecified antibiotic (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. No additional information is available.